Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that many instances of undersensing of small r waves were observed via merlin.net transmission. Programming changes were suggested. The patient has not reported any symptoms and remains stable. The patient will continue to be monitored and will be scheduled to return in the near future.